Manufacturer narrative:
The pump was received with the operating currents within specification and passed the self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump primed properly and the no delivery alarm functioned properly during the basic occlusion and occlusion tests. A water filled reservoir was used during testing. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the bolus history screen. No bolus or delivery anomalies were noted during testing. No cosmetic damage was noted during physical inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 25 mmol/l at the time of incident. The customer stated that they were nauseous. The customer stated that they were wearing the insulin pump during hospitalization. Troubleshooting was done. The customer stated that the drive support cap appeared normal. The customer performed high pressure test. The customer stated that the insulin pump did not alarm no delivery alarm and there was no insulin coming out of the tubing. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.